Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the distal end adhesive was separated, the metal sheathing of the angular tract on the insertion tube was partially damaged, the connecting tube was discolored, the handle was scratched, the scope body was discolored, the universal cable was arched, the video connection tube was arched, the coating of the connector cover was damaged, and the light holder bundle cover was scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the foggy image was confirmed through evaluation of the device and was likely due to humidity entering the objective lens due to deterioration of the water tightness, a definitive root cause of the foggy image could not be determined. Although the scratched ccd unit lens adhesive was confirmed through evaluation of the device and was likely due deterioration caused by chemical stress from reprocessing of the device, a definitive root cause of the scratched adhesive could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the image of the deflectable videoscope was blurry. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was foggy and the charged coupled device (ccd) unit adhesive was scratched. The report is being submitted due to the defects found during evaluation.